Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
On (B)(6) 2008, attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). On (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol composix l/p. (Device #3) on (B)(6) 2017, attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #4). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1), bard mesh (device #4), composix l/p (device #3), and 3dmax (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.